Event description:
Pt in for arthroscopy of left knee. Arthroscopy pump, tubing connected and pressure normal and fluid flowing normal. After a few moments the surgeon noted joint becoming cloudy. Pump wheel not turning and negative pressure noted in the knee. Tubing check for kinks, none found. Tubing and port replaced and unit seemed to be working. Staff noticed then the tourniquet coming apart from pressure. Tourniquet and pump removed and physician continued the procedure. Physician noted abnormal amount of fluid invasion to left knee and thigh.